Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic in the patient's right eye. The lens was removed due to a posterior capsule tear. The surgeon performed a vitrectomy. The surgeon decided to use an anterior chamber lens. Reporter stated the incident was not due to lens insertion. No further information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product found a tear on one plate haptic. There was evidence of dried up surgical residue on lens surface. Conclusions: (no device failure); based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined not to be due lens insertion.

Manufacturer narrative:
Medical review od: reportedly an intraoperative lens removal was performed to address posterior capsular tear. Vitrectomy was performed and an anterior chamber lens was implanted successfully. No reported postoperative sequelae. According to the report by a nurse, the event did not happen during iol insertion and was not associated with the device. Given this information it is very likely that capsular tear had occurred during the phacoemulsification but was not recognized until iol was inserted. Conclusions: based on the complaint history, lens work order search, medical review and the evaluation of the returned product, the most probable cause to the capsule tear was possibly due to surgeon technique.